Event description:
Final MDR being submitted due to completion of the investigation on 29-mar-2022.

Manufacturer narrative:
Device evaluation: the zisv6 devices of unknown lot number involved in this complaint were implanted in the patients and were not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that occlusion is listed as a known potential adverse event within the instructions for use (ifu0117-5). There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing/underlying conditions. From the literature article it is known that the primary pre-existing condition in the patients was peripheral arterial disease. Occlusion is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by obstruction to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Primary endpoint is 5-year primary patency (5ypp) after propensity score matching. Stent patency was assessed by either duplex ultrasound or angiography. 5ypp after matching were not significantly different. (63.5% vs 51.8% p=0.46).